Manufacturer narrative:
Continuation of concomitant products: evolutr-26-us transcatheter valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection at the incision site. No further patient complications have been reported as a result of this event.